Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the interface printed circuit board assembly and a drawer printed circuit board assembly had failed. A field service engineer troubleshot the medstation and found that the main half height drawer 2.1 and 2.2 were not on the bus. The engineer identified a failed interface printed circuit board assembly and replaced it, but upon powering on, the station went down. The engineer then isolated drawers one by one and found that drawer 2 had a bad drawer printed circuit board assembly, which was replaced. The system was tested in diagnostics and verified with the customer, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had pocket failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had pocket failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.